Event description:
It was reported that during lead revision, internal bleeding was noted leading to a second surgery. Leads were difficult to remove due to fibrosis. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.